Manufacturer narrative:
MFR received date: 22 aug 2019. Date of report received: 23 aug 2019. Failure investigation was completed. The touch screen assembly was received for evaluation. Visual inspection of the touch screen assembly revealed no evidence of damage or contamination. The touch screen assembly was installed into a test ventilator in an attempt to duplicate the reported problem. The touch screen assembly was tested and no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12june2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. Replaced the touchscreen and the issue was fixed.

Event description:
During periodic maintenance, the touch screen was reported to be unresponsive. There was no patient involvement.